Event description:
A talent abdominal stent graft system was inserted in a patient for the endovascular treatment of abdominal aortic aneurysm. External iliacs were 8 mm in diameter bilaterally, non-tortuous, and moderately calcified. It was reported that the talent device was attempted to be advanced on the right side, but could not be delivered due to the vessel morphology. It was attempted from the left side after angioplasty of the vessel and aggressive pushing which led to kinking of the delivery system. The device was removed from the patient and a shorter talent device was able to be delivered and deployed without complication. The delivery system was discarded. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: other (device was discarded - unable to follow-up). (Small iliac arteries and moderately calcified anatomy). Evaluation, conclusion: (small iliac arteries and moderately calcified anatomy).